Event description:
This report is being filed because the gripper line was difficult to remove, which has the potential to cause or contribute serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 with challenging anatomy. After the first final arm angle test for clip delivery system (cds) 41029u146, the gripper line could not be removed. Trouble-shooting steps were performed; however, the gripper line still could not be removed. The clip was not implanted and the cds was removed. Cds 41022u139 was used successfully and the clip was deployed without reported issue; however, slight resistance was noted during removal of the gripper line. The procedure was completed successfully, with mr reduced to 1, and no adverse patient effects or clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed; therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for the reported difficulty removing the gripper line were considered, including manufacturing anomalies, patient conditions and/or user technique / procedural conditions. Difficulty removing the gripper line can be a result of manufacturing anomalies, such as damages to the gripper line or obstructions in the lumen coils. As part of the mitraclip manufacturing process, all devices are subject to 100% visual and functional inspection to verify product quality. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the electronic complaint handling database revealed no other difficult to remove the gripper line incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.